Manufacturer narrative:
(B)(4). Date sent: 8/28/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please clarify the event, ¿in an attempt to fire the load, it untied and deformed¿? Was there damage to the reload cartridge? Did the reload remain in the jaws of the device? If not, please provide further detail. Was the plastic portion of the cartridge damaged? Was the metal cartridge pan separated from the plastic portion of the cartridge? What was the product code of the stapler (plee60a, pse60a, ec60a, etc.)? On which firing did this event occur (1st, 2nd, 12th, etc.)? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during the procedure, in an attempt to fire the load, it untied and deformed. It was necessary to discarded. Action user took to mitigate/ resolve problem during procedure: with same like product

Manufacturer narrative:
(B)(4). Batch # n5452n. Device evaluation: the analysis results showed that one ecr60b cartridge reload was received. The reload was received unfired with damage on cartridge deck, the cartridge pan dislodged and damaged. In addition the one piece sled was missing. The damage to the cartridge and pan is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.